Event description:
Physician decided to use shockwave therapy in an attempt to deliver the 26mm s3ur valve via the left femoral artery. Closure with multiple perclose devices was not able to achieve hemostasis. Patient required 2 covered stents to the left femoral artery to achieve hemostasis. Patient remained stable throughout. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).